Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing. The patient's ra lead was capped and replaced. It was also reported that the patient's right ventricular (rv) lead exhibited high thresholds. The patient's rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).